Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 26-sep-2019, (B)(4). Initial reporter is a patient. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump was implanted on (B)(6) 2017 and the surgeon "who installed the pump did it incorrectly." The patient then noted the pump was working but was "disconnected, there was no catheter attached to it and she was not getting any medication." The pump was "flipped over" and it had "literally ripped out from where he had put it." She stated the surgeon didn't secure the pump. It was "bumping/sticking out of her stomach" and causing pain. She reported her concerns to her doctor and told him something was wrong. She had been crying and complaining because she wasn't getting any pain relief. Her heart was racing and she would break out in a sweat. She didn't feel that she was getting any medication. Her refill nurse noticed at a refill that the pump was "sticking out of her stomach, it was on the side." She had an abdomen and pelvic CT scan on (B)(6) 2018 which showed the pump flipping, sitting on its side and laying on the end "like 1 inch around." The pump had also rotated. They were going to aspirate the pump but it couldn't be aspirated. They had to flip the pump over to be able to get the needle in then they couldn't get any fluid back. The hcp told her that it appeared that "the pump was not even connected to the catheter." The CT scan also showed a granuloma where the hcp put the catheter and they didn¿t know why. The patient was redirected to bring her concerns to her doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2018-aug-13. It was reported that the hcp did not know of any cause of the catheter disconnect. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.